Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring gore c3 delivery system. The pt tolerated the procedure with no evidence of endoleak. On (B)(6) 2011, a computed tomography (CT) scan determined a type I and a slight type ii endoleak which appeared to originate from the inferior mesenteric artery (ima). On (B)(6) 2011, the pt underwent a re-intervention and a gore aortic extender component was placed proximally. There were no visible endoleaks at the conclusion of the procedure. There was no aneurysm enlargement. The physician reported that the aortic neck diameter at the intended landing zone was 22mm - 23mm. The trunk ipsilateral device was landed lower than planned and the seal zone extended into a segment of aorta that measured 26 mm in diameter. A 28mm trunk component was used to compensate for the predicted deployment angle of the graft; as the pt's aortic neck was slightly angulated with some calcium. The intended aortic diameter for the device implanted is 24mm - 26mm.

Manufacturer narrative:
The instructions for use (IFU) for the gore excluder aaa endoprosthesis featuring gore c3 delivery system states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, endoprosthesis: improper component placement. Additionally, the IFU states under pt selection and treatment: gore recommends that the gore excluder endoprosthesis diameter be at least 2mm larger than the aortic inner diameter (10-21% oversensing) and 1 mm larger than the iliac inner diameter (7-25% oversizing).